Manufacturer narrative:
A bayer service checkout of the injector system has been offered to the customer without response at this time. In addition, a request for the return of the disposables and/or lot numbers used in the reported occurrence have been made. Several attempts to gather additional details regarding this incident have been made through multiple forms of communication including in-person, email, and telephone. These attempts were made by a bayer sales representative or bayer complaint handling on the following dates: august 4, 2021, august 5, 2021, august 10, 2021, august 11, 2021, august 16, 2021, august 17, 2021 . In the event that additional information is obtained, a follow-up report will be submitted.

Event description:
The following information was received from a bayer sales representative: during an applications site visit requested by the customer on (B)(6) 2021, a staff technologist stated that a patient death occurred following an alleged air injection while a medrad¿ stellant CT injection system (unknown serial number) was in use. The technologist did not have specific details regarding the incident or the patient's medical history. The technologist believed that the incident might have occurred in (B)(6) 2021. In addition, the site suggested that user errors including improper priming of the low-pressure connector tubing prior to patient connection were likely a contributory cause of the alleged air injection. The information provided by the site at this time does not provide a clear association between the alleged air injection and the patient outcome. Multiple attempts to gather additional information have been made; however, while acknowledging the information requests, the site has not provided further details at this time. A bayer clinical specialist completed onsite applications training on august 4, 2021 at the request of the site due to increased staff turnover during the past several months.